Manufacturer narrative:
The investigation for the product damage has been completed. The pump was not returned for investigation. Data log review was not required for this case. As per the given clinical description, while advancing the locking hub into the hp 10 millimeter graft, the contamination sleeve detached. It was repositioned and secured with a tegaderm. The cause of the product damage issue was not determined since the product was not returned and sufficient clinical information was not provided. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25833 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The user facility reported during implant of an impella 5.5 device to a patient (unknown race) for mechanical circulatory support (mcs), the sterile sleeve came apart. The patient was being escalated to an impella 5.5 from an impella cp. The cp was pull and placed in surgical mode while implanting the impella 5.5. Once the impella 5.5 was placed, removal of the impella cp from the right groin without any complications was completed. While placing the impella 5.5 and trying to optimize position, the contamination sleeve came apart from the distal end. The was sleeve pulled forward and a tegaderm was used to secure sleeve to hub. A 3-point fixation was completed, and the patient was returned to the unit continuing with impella mcs. There was no report or indication of harm to the patient as a result of this event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.